Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance, intermittent capture and undersensing were noted on the right atrial (ra) lead. Fracture was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.